Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account without packaging and one device sealed. None of the reloads were fired. One of the reloads was received sealed in the original blister, two were received without the blister but with the lid and lot information was present. Each shipping wedge had a partially crushed anvil engagement tab. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure, surgeon noted that there was deformation of the yellow tab. The event was found on 2 reloads that came from the lot number. Surgeon used another reload coming from other lot number to resolve the issue. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.